Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 600 mg/dl. The customer treated their blood glucose with a manual injection. Customer's blood glucose declined to 507 mg/dl before troubleshooting occurred. The customer also declined to troubleshoot for their high blood glucose. It was also found the customer had discrepancies between their sensor glucose and blood glucose readings. Customer's blood glucose declined to 475 mg/dl at the end of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.